Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient underwent a surgical procedure to excise the excess tissue surrounding the implant site. During the same procedure the abutment was removed and a cover screw was placed. The implanted device remains. This report is filed january 26, 2016. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2015, the cover screw was removed and a magnet was placed. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the excess skin was excised. The implanted device remains.